Event description:
It was reported that a 40-year-old caucasian female patient who underwent primary breast augmentation surgery with an unspecified saline breast implant experienced left sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per information received on january 5, 2023, date of adverse event under field b3 to october 19, 2018, and date of implant under fields d6a to march 20, 2013 have been correctly updated on this form. On january 8, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal smooth rnd diap 350cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 12, 2022, mentor received serial numbers without any other information. On december 22, 2022, mentor became aware of the following information and it has been updated on this form: - lot and serial number has been updated under section d - date of implant; field d6a has been updated - date of explant; field d6b has been updated - patient experienced left side device migration and right side deflation - all corresponding information including UDI and PMA number has been updated on this form. - replacement devices used were serial number (B)(6) on the left side, and serial number (B)(6) on the right side a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is aware that date of implant is after the device lot expiration date. Follow-ups are in progress and a supplemental report will be submitted when a response is received. On december 22, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left device migration this supplemental report is for the left side. Right side complication is being reported separately. Manufacturer¿s reference number: (B)(4).